Event description:
It was reported that the patient experienced no stimulation sensation. Reprogramming was attempted, but was unsuccessful at re-establishing. An impedance check revealed that all 4 electrodes were outside of the allotted range. At the time of this report, it had no been determined whether the electrodes would be explanted. Additional information has been requested, but was not available as of the date of this report.